Event description:
It was reported that the patient had an initial hip procedure. Subsequently, the patient underwent a revision approximately 12 years later due to non-union of midshaft femoral fracture. The stem, head and plate were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - stem. D10: unk ncb plate. Unk biolox head. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; g3; h2.

Event description:
It was reported that the patient initially underwent a hip procedure. Approximately nine years later, the patient required surgical intervention to implant a plate due to failure of healing and non-union of a midshaft femoral fracture. A further revision surgery occurred approximately 12 years after the initial procedure, again due to the ongoing non-union of the midshaft femoral fracture during which the stem, head, and plate were replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and identified the following: anatomic alignment of the right hip arthroplasty. Plate and screw fixation, incompletely visualized, traversing an ununited femoral diaphyseal fracture. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray review. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.